Event description:
Explanting physician reported a right side rupture of the device and a capsular contracture baker grade I. The device was removed and replaced.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.